Manufacturer narrative:
Of the 18 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there was 1 failure found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program..

Event description:
This report summarizes 18 malfunction events. A review of the events indicated that the one touch ping model pump experienced a rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-81 years of age and between 42 and 195 pounds. Of the reported patients, 5 were male, 13 were female.